Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the allegation possible nickel allergy and infection. Reportedly, the patient started to have itchiness several days ago then gotten worst and constantly happening. The boston scientific technical services (ts) advised the caller to work with the physician or the following clinic. No adverse patient effects were reported. The ICD remains implanted.